Event description:
It was reported that after a da vinci hysterectomy procedure, some loose/broken wires were identified at the bottom of the pk dissecting forceps instrument where it articulates. There is a wire sticking out. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and the additional finding of tube abrasions with material removed found during failure analysis could likely cause or contribute to an adverse event if the failure mode were to recur.